Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the nurse that the pt had been discharged 3 days prior after his implant, but he returned to the hospital's emergency room due to a nosebleed. Once the pt was assessed, it was noted that the pt was hypertensive and his inr was 2.1. The hospital staff regulated the pt's blood pressure and was able to discharge him to home.